Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had to go to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was over 1004 mg/dl. Customer stated that she had an infection and the flu prior to hospitalization. Nothing further was reported.